Event description:
It was reported that the patient had three inappropriate shocks due to oversensing via air bubble noise or sternal wire effects. There were no additional adverse patient effects. The device remains implanted.